Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 67- year-old female patient. The device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling while monitoring ECG via test multifunction cable and ECG stress testing without duplicating the report. The device was recertified and returned to the customer. The multifunction cable, defib pads, and CPR adapter used at the time of the report were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.